Manufacturer narrative:
Corrected field: product available to stryker (d9). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
It was reported that the surgeon couldn't explant the glenosphere. Patient had an infection. The surgery was initially prolonged for 30 minutes and eventually cancelled.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the surgeon couldn't explant the glenosphere. Patient had an infection. The surgery was initially prolonged for 30 minutes and eventually cancelled.